Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone (30 mg/ml at 18.352 mg/day), bupivacaine (10 mg/ml at 6.117 mg/day), and ketamine (250 mcg/ml at 152.94 mcg/ml) via an implanted pump. The indication for pump use was malignant pain (breast). The patient's medical history included cancer. It was reported that the patient had symptom return. The symptoms were minimal to none. The patient had return of baseline pain. At a pump refill, a significant amount of drug was still present in the pump based on the expected amount. Catheter access was done via the port and the physician was unable to aspirate drug of csf (cerebrospinal fluid). The patient was having chemotherapy at the time of the volume discrepancy. The cause of the volume discrepancy was unknown. An MRI was completed and no granuloma was noted. The patient was taken to surgery. On inspection in the or (operating room), they were unable to obtain csf flow or flush the catheter once cut from the access port. The catheter was replaced. The issue was resolved. The pump was set to minimum rate, the new catheter was not primed, and the physician was going to re-evaluation the drugs and concentration. The patient status was reported as "alive-no injury".